Event description:
During a laparoscopic assisted vaginal hysterectomy, the tsw35 was fired only once. After the surgeon released the anvil and pushed the release button, the staple line could hardly be seen through the bleeding. More than ten staples were seen barely formed. The bleeding could not be controlled so the case was immediately transitioned to a vaginal hysterectomy.

Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly produced "staple line bleeding" during surgery. The instrument was returned in good physical condition. There were four staples in the anvil that were conforming to design specifications. The instrument was cylced, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. It the instrument is fired over tissue that is too thick the formed staple height can be affected. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.